Event description:
During removal of a CT scanner from clinical use, the philips personnel doing the deinstallation reported that one of the filters on a teal failed.

Manufacturer narrative:
The teal has ul electrical safety approval, and the risk of injury to a patient is remote. This is associated with internal complaint file. This issue was found during the review of internal service records. This issue was not confirmed until january 11, 2008. Voluntary medical device recall report was filed. It has been classified as a class 2 recall. Pms issued mandatory field charge order to correct this issue. The root cause of the issue is a component failure on the vended device. Section a: no patient exam was involved in this report.